Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg is inoperable. Trouble shooting was performed with out success. It was determined the patient had been at "stimulation on" for 217 days; however it is unknown exactly when the patient lost stimulation. Surgical intervention may be pending to address the issue.

Event description:
Follow up information identified the patient's ipg was replaced with a new one.